Event description:
Customer alleged discrepant blood glucose results of 320 mg/dl and 318 mg/dl with test strip lot 549701 and 150 mg/dl, 150 mg/dl and 179 mg/dl with test strip lot 549614 when all tests were performed within 10 minutes on the advantage system. Customer reported having no symptoms and did not treat/act on results. No adverse event was reported. A request was made for the return of the suspect devices and replacement product was sent.

Manufacturer narrative:
Two lots of glucose test strips were involved in this incident. The other lot of test strips (549701) is reported under medwatch with patient identifier (B)(6).